Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation and received with nicks and dents. Reliability engineering evaluated the device and determined that the device had non anspach hoses and hose rings on it from an unauthorized repair, which is user misuse. Therefore, testing could not be completed and the complaint could not be confirmed. The assignable root cause was not determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 2 of 6 for the same event. It was reported that during pre-surgery testing, it was observed that three motor devices and three attachment devices were running rough and became hot. This event did not occur during surgery. There was no patient involvement. It was reported that unspecified spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.